Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. E1: last/given name unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient came in to have a healing abutment that had come off put back on and when placing the healing abutment, the implant lost integration and came out. Tooth location #15.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. Zimvie received the reported healing collar for evaluation. Visual and functional evaluation was performed. The implant and abutment had signs of use. The abutments threads were dis-colored from use. The implants internal threads showed signs of wear. However, the abutment and implant engaged and disengaged as intended. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was probably user caused. However, a definitive root cause could not be determined since a device malfunction did not occur. Therefore, based on the available information, device malfunction did not occur. The abutment and implant engaged and disengaged as intended. The reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.